Event description:
It was reported by service report that the bed exit alarm was not ringing through. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - bed exit not alarming (no failure found at inspection).